Manufacturer narrative:
The customer reported that the central nurse's station (cns) had two transmitters in signal loss. They appear to send a waveform to the cns for a few seconds before dropping signal. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had two transmitters in signal loss. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had two transmitters in signal loss. They appear to send a waveform to the cns for a few seconds before dropping signal. There was no patient injury reported. Investigation summary: on-site support discovered that the customer turned of the amplifier on their distributed antenna system. Lack of amplification would result in weak telemetry signals and signal loss. The root cause of signal is use error. There is no evidence of an nk device malfunction. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6)2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H9 h10 additional manufacturer narrative manufacturer references # 300260888 - 114932 follow up 001

Event description:
The customer reported that the central nurse's station (cns) had two transmitters in signal loss. There was no patient injury reported.